Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Complete event site address: (B)(6). Event site postal code: (B)(6). Complete reporter name: mr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer had difficulty inserting the guidewire. A new iab was inserted successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter with the one-way valve attached. The guide wire was also returned. Three kinks were found on the catheter tubing near the y-fitting approximately 74.9cm, 75.7cm and 76.5cm from the iab tip. Additionally a video was provided and reviewed. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The provided video confirmed the reported difficulty inserting the guidewire into the iab. However, the evaluation was unable to duplicate this scenario as the guidewire was able to be fully inserted as intended, no obstruction was felt. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 through dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation updated to "physician" health professional? Updated to "yes" occupation: cardiothoracic surgeon event site telephone updated to (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).